Manufacturer narrative:
H3: a representative went out to the site to preform a system check out. It was noted that the power cable connector was going into the detector interface enclosure, and was not making good contact. When the rotor was moved to certain locations, it would cause intermittent contact that would cause this issue. Once the cable was re-seated and re-secured, there were no further issues. They tried to induce the issue afterwards, but was unable to get the issue to occur again. They performed multiple spins, with no issues. H6: 10,114,4307 is associated with system check out medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that site took an anterior-posterior (ap) spin, which was fine but was unable to take lateral exposure. System would not beep. The green light was not showing. The system was removed from the room and got a navigation error "early termination of the 3d scan has occurred." Imaging was aborted. There was a reported delay of less than one hour. There is no known impact on patient outcome.